Manufacturer narrative:
When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this device was explanted due to reaching elective replacement indicator (eri). A health care provider called technical services inquiring about the analysis of this device and noted the battery voltage took a "nosedive" later in the device life. Technical services confirmed the device had not been returned to our company for analysis to this date.

Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become available, this report would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Laboratory analysis was able to confirm the clinical observations observed in the field.

Event description:
The device has since been returned and is currently in analysis.